Event description:
It was reported that several days after returning home from the implant procedure, the patient had reports of pain. It was found that the right ventricular (rv) lead had perforated the right ventricle. The lead was removed and replaced with a passive lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.